Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted (B)(4), 2010, and the patient was reimplanted with a new device during the same surgery.